Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during post-op for a patient with pre-op diagnosis of symptomatic scoliosis - thoracic spine double curve. It was reported that, revision surgery was performed to loosen the corrected rod. It was mentioned that on (B)(6) initial surgery was performed, and patient developed lower limb paralysis. So, a revision surgery was performed the next day to loosen the corrected rod. It was mentioned that postoperative CT was taken, but no deviation of screw was noted. No complication due to the instrument was noted. The revision surgery was the correction operation. It was mentioned as this was not a product-related complication. Levels implanted during initial surgery was mentioned as t3 l3. The status of the device was mentioned as implanted remains in service. Patient outcome: patient health harm was reported. There were no further complications to patient or physician were reported or anticipated. Additional information received on 2021-jan-12_e1: it was reported that, re-operation was performed to re-position the implant. It was mentioned that, there was no implant cut out. The product was used correctly but overcorrection was suspected so it was chosen to loosen the rod. There was no malfunction of the rod was reported. There were no further complications to patient or physician were reported or anticipated. Additional information received on 2021-jan-14_e2: it was noted mep decreased during operation. Anesthesia was woke up and there was no paralysis. Paralysis occurred in the lower limbs in the middle of the night of the day. So reoperation was performed.